Event description:
It was reported that 22 of the bd insyte-n¿ autoguard¿ shielded IV catheter experienced needle did not retract. The following information was provided by the initial reporter: do not retract.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 03-may-2023. H6: investigation summary our quality engineer inspected the representative samples submitted for evaluation. Bd received seven sealed 24ga x 0.75in. Insyte autoguard units from lot number 2355401. A functional test was performed, and all seven units retracted successfully without delay or resistance. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in your report. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 22 of the bd insyte-n¿ autoguard¿ shielded IV catheter experienced needle did not retract. The following information was provided by the initial reporter: do not retract.